Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4)

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking out of the universal seal. They were inserting grasper and scopes. The case was completed with the device. There was no patient consequence. The device was discarded.